Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing defective/damaged and separation other component- leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced the IV cracked, became partially disconnected and allowed blood to leak. The following information was provided by the initial reporter: the luer connector at the connection to the IV cracked, became partially disconnected and allowed blood to leak.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced the IV cracked, became partially disconnected and allowed blood to leak. The following information was provided by the initial reporter: the luer connector at the connection to the IV cracked, became partially disconnected and allowed blood to leak.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.